Event description:
As reported to coloplast, though not verified, medwatch form # (B)(4): "middle aged patient with history of organic erectile disfunction, secondary to a traumatic brain injury, had a coloplast titan penile prosthesis placed in the last year. The device stopped working and caused a deformity of his penis which resulted in painful intercourse. The malfunction was described non-functioning with significant auto-inflation. Patient requested removal and replacement with another implant."

Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted. Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Device not returned.